Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker reported an alert that was detected for right atrial automatic threshold (raat) suspension. It was noted an unstable atrial impedance and threshold measurement over the past several months. The most recent daily measurement was 3.3v (volts) at 0.4ms (milliseconds) with the programmed atrial pacing output at 2.5v @ 0.4ms. There was also atrial undersensing during atrial fibrillation (af) observed on the stored electrogram (egm) during atrial tachy response (atr) episode. There is a concern for potential loss of capture (loc) and an in-office review of the atrial lead was recommended. This alert will not retrigger until the device is interrogated with a programmer. At this time, the lead and device remain in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker reported an alert that was detected for right atrial automatic threshold (raat) suspension. It was noted an unstable atrial impedance and threshold measurement over the past several months. The most recent daily measurement was 3.3v (volts) at 0.4ms (milliseconds) with the programmed atrial pacing output at 2.5v @ 0.4ms. There was also atrial undersensing during atrial fibrillation (af) observed on the stored electrogram (egm) during atrial tachy response (atr) episode. There is a concern for potential loss of capture (loc) and an in-office review of the atrial lead was recommended. This alert will not retrigger until the device is interrogated with a programmer. At this time, the lead and device remain in service. No adverse patient effects were reported.